Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, at second inflation, it was noted that the balloon ruptured at 10atm when inflated for 20 seconds. The device was removed without any problem by using the normal method. The procedure was completed with another of the same device. There were no complications reported and patient was in good condition post procedure.